Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and approach of initial surgical procedure? Product code and lot number? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications? Onset time of pain and utis from initial surgery? Medical intervention for pain and utis? Results? When was the mesh extrusion first noted by a physician? Diagnostic confirmation? Date and surgical findings of vaginal portion mesh removal? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Were pain and utis resolved? The patient demographic info: age, weight, bmi at the time of index procedure?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. Post-op the patient experienced pain, urinary tract infections and extrusion. The vaginal portion of the mesh was removed. Additional information has been requested.